Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had ECG trigger related malfunction. The nurse stated that they were swtiching the patient from teleflex to the cardiosave. It was working on a pressure trigger, but t couldn't get the ECG trigger and was displaying lead 2 fault.¿ no harm or injury reported.

Manufacturer narrative:
In initial emdr type of report was inadvertently selected as 15 day. It should be 30 day instead. Updated fields - b4, d9, e1 (telephone), g3, g6, g7, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer was transporting a patient and wanted to transfer them from teleflex to the cardiosave. Troubleshooting determined the balloon catheter was an arrow balloon and had been previously using the teleflex pump. There was an adaptor for teleflex to cardiosave use. Whenever the customer attempted to put the patient on the unit, the ECG signal was not reliable. Personnel told the customer to replace the leads using doppler gel for a high-quality signal, but the message was still present. It was recommended to transport the patient on the original pump (teleflex) since it was working appropriately. Personnel encouraged a call back once the customer arrived at their destination once more accessories and pumps were available. The customer was appreciative of the support and personnel did not hear from the customer again.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had ECG trigger related malfunction. No harm or injury reported.